Manufacturer narrative:
(B)(4). A companion sample is being sent back for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm is confirmed based on the home patient (hp) stating that the supply bag had fallen then disconnected during sleep and that the connections were secure and had been flat on a table. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) noticed that a bag became disconnected from the hc. The technical service representative (tsr) explained that the disconnected bag is what caused the alarm. The tsr advised to start over with new supplies. The hp stated she is going to skip the remaining treatment. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the patient stated the supply bag had fallen then disconnected during sleep and the connections were secure and the bags were flat on a table. New supplies were used to clear the alarm and therapy was going fine since the event. No patient injury or medical intervention was reported.